Manufacturer narrative:
The agent reported "tibia tray broken when using punching your tibia with punch, left knee." This event occurred during surgery, near the patient. A significant adverse event was reported by the surgeon. There was a 30 minute delay in surgery, and the surgery was completed as intended. The instruments were inspected prior to use and found to be acceptable. The agent was present when this event occurred and able to provide another suitable device. The reported device was returned to surgical for evaluation. The inner square is chipped/broken. A review of the instrument's device history records (DHR) revealed, when released for use, met design and manufacturing requirements. There was a ncmr#(B)(4) associated with the main part # 801-05-364, djo empowr knee tibial template (B)(4) left which document that out of (B)(4) parts lot, (B)(4) part was rejected due to rust-colored spot on the side. Later, the rejected part was dispositioned rtv. All other items in the lot met fit, form and function requirements. Complaint database review showed (B)(4) previous complaints but there were no indications that this instrument has a design or material deficiency. S303 - broke/cracked/damaged, 3. There are no indications that the instrument has a design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. The root cause of this complaint is likely attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction, or issue.

Event description:
Instrument failure - tibia tray broke when using punching your tibia with punch, left knee, 30 minute delay in surgery.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.